Manufacturer narrative:
The insulin pump passed the displacement test, prime test, reset error test and excessive no delivery alarm test. No excessive no delivery alarm was noted. The insulin pump passed the self test and no error alarms occurred during testing. However, an alarm was found in the history file due to a corrupted history file. The insulin pump was received with a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the display window, and a scratched reservoir tube window.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the insulin pump alarmed unexpected restart, external ram crc error, and displayable history crc check failed at startup frequently. Customer did not know blood glucose level. No further information reported.